Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Correction to field b3: date of event and h6: device codes. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed and a new replacement window was provided. This device was replaced and returned to boston scientific for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. Recently, the physician explanted and replaced the s-ICD to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.